Event description:
It was reported that the home patient (hp) experienced an infection, manifested by abdominal pain, cloudy peritoneal effluent and bloating. The patient was hospitalized for this event. Three days later, the patient?s pd catheter was removed and the patient was switched to hemodialysis. Prior to hospitalization, the patient was treated with antibiotics for two weeks, due to pain. At the time of this report, the patient was recovering from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.